Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt's visual acuity decreased to 20/30. The lens remains implanted. No additional info is available at this time.